Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no performance issues were noted during the patient's device check.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was further reported that the implantable pulse generator (ipg) was not working. The ipg remains in use. No further patient complications have been reported as a result of this event.